Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted / explanted complainant part is not expected to be returned for manufacturer review/investigation. Patient code used for: the surgeon was unable to remove the screws from the plate requiring to rib to be cut to remove the construct. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: DHR review could not be conducted due the insufficient information¿s. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent a hardware removal procedure on friday (B)(6) 2018 due to loosing screws. During the removal surgery, as the surgeon attempted to remove the plate from the rib, it was discovered that one of the screws had stripped into the plate, binding them together. This discovery caused a 5 minute delay in surgery, as the surgeon attempted to separate the screw from the plate. Unfortunately, the surgeon was unable to separate the two devices and had to cut out the patient¿s rib in order to remove the hardware. All the screws and the plate were removed during the (B)(6) 2018 procedure. This report involves 2 devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was implanted on an unknown day in (B)(6) of 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.